Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Power elevations could be confirmed after evaluation of the submitted log files; however, pump thrombosis could not conclusively be determined from this investigation. The reported short to shield events were unable to be confirmed as the distal portion of the driveline was not returned. The system controller log file revealed that pump power was elevated at the beginning of the log file when the power reached as high as 9.2 and 10.1 w on 15apr2021 11:06:04 and 17:37:16. The power elevations corresponded with high flow values of 9.3 and 10.6 lpm. The elevated power appeared to trend downward near the end of the log file when pump power averaged 6.5 w, respectively. The pump operated above the low speed limit for the duration of the log file and appeared to function as intended. A specific cause for the change in pump parameters cannot be conclusively determined (B)(6) was returned assembled with the driveline severed 2.0¿¿ from the pump housing; the distal end was not returned. The apical sewing ring was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump inlet port. The outlet elbow was returned attached to the pump outlet port. The outflow graft hardware was returned attached to the outlet elbow. The sealed outflow graft was severed from the outflow graft hardware and the distal portion was not returned. The sealed outflow graft bend relief was returned detached from the outflow graft hardware. The outflow graft bend relief collar was returned detached. Upon disassembly of the returned device, visual inspection of the blood-contacting surfaces revealed no adhered depositions or thrombus formations. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The pump underwent cleaning, reassembly, and function testing under load conditions using a mock circulatory loop. The retrieved data revealed pump power consumption and pressure values that met manufacturing specification. The pump operated as intended. The hmii lvas IFU lists hemolysis and thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system, and outlines indications of pump thrombosis as well as how to respond to such events. The IFU also outlines the recommended anticoagulation therapy and inr range. The IFU also provides an explanation of each of the pump parameters, including power and estimated flow. In reference to power, this IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The hm ii lvas IFU also provides information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents outline indications of driveline wire damage as well as how to respond to such events, and further explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Furthermore, these documents address all hazard and advisory alarm, as well as how to respond to each alarm condition. The relevant sections of the device history records for vad-17163 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of this document lists hemolysis and thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This section also provides an explanation of each of the pump parameters. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In reference to flow, this section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. This section also outlines indications of pump thrombosis as well as how to respond to such events. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Additionally, several sections of the hmii IFU warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The mentioned short to shield with failed repair is reported under MFR # 2916596-2021-02046. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
Related manufacturer report number: 2916596-2021-03127. It was reported that the patient presented on (B)(6) 2021 with hemolysis (hematuria, elevated lactate dehydrogenase and plasma hemoglobin). The patient had a noted short to shield with failed repair. Log file analysis captured elevated pump powers in (B)(6) 2021 which became more baseline on (B)(6) 2021 at 6-7 watts. The pulsatility index shifted down around (B)(6) 2021. It was also noted that the patient was sleeping on battery power which was not recommended. The patient underwent pump exchange on (B)(6) 2021 due to short to shield and acute pump thrombosis. The thrombosis resolved once placed he was placed on heparin prior to pump exchange. The patient suffered an ischemic stroke of unknown cause following the pump exchange. The stroke was confirmed via computed tomography (CT) scan. Log file analysis on (B)(6) 2021 captured no unusual events. The equipment was functioning as intended.